Manufacturer narrative:
This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
Report received indicated that the stent prematurely deployed during advancement in the vessel. The device was normal in appearance as it came from the package and no abnormalities were found during the product's inspection. The stent was seen contained within the outer sheath during its inspection and product was prepped using the instruction for use (IFU). There is no available info regarding the target site or the vessel characteristics. The stent delivery system (sds) was advanced through the vessel without any tracking difficulty. It is not known if the lesion was predilated. It was indicated that the locking pin was not in place while the sds was advanced toward the lesion, and the stent was about to deploy prematurely. The sds with stent were withdrawn and another device was used to complete the procedure. There was no adverse consequence to the pt.